Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had intermittent undersensing causing the device to terminate episode classification prematurely while the atrial fibrillation (af) continues. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.